Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Demo unit vh-3500 vasoview hemopro was sent to account manager for cadaver lab training. It was not shipped in the original box so the lot number is unknown. The btt balloon ruptured during the case and the conical tip broke off right where you attach it to the scope. Account manager placed the tip on the scope, knowing it was intact when they started the lab.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided. The reported device was a demo device, therefore a ship history could not be performed.

Event description:
Demo unit vh-3500 vasoview hemopro was sent to account manager for cadaver lab training. It was not shipped in the original box so the lot number is unknown. The btt balloon ruptured during the case and the conical tip broke off right where you attach it to the scope. Account manager placed the tip on the scope, knowing it was intact when they started the lab.